Manufacturer narrative:
An event regarding unspecified revision involving an unknown baseplate was reported. The event was confirmed by a revision implant sheet. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for the revision, product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision left knee.

Manufacturer narrative:
The unknown tibial insert was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision left knee.